Manufacturer narrative:
The insulin pump had intermittent button response on the act button due to flattened dome switch. No damage to keypad traces and connector on lcd board was not unlocked during visual inspection. The insulin pump had minor scratches on lcd window, cracked case at display window corner, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call that the act button was hard to push. The customer's blood glucose was around 150 mg/dl at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.